Event description:
The lay user/pt contacted lifescan in 2007 and alleged that her one touch ultra2 meter was giving the error5 message. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported that she had been able to obtain results on the meter only twice since she has had the meter since about 6 months ago. The pt stated that the meter always displayed the error 5 message when she tested with her husband's blood sample. The pt mentioned that her blood is thin and watery and she is on a lot of medications for her heart and other health issues. She reported having low blood glucose episodes very often where she sweats and feels weak. She treats herself with sugar in her tea. The pt was referred to her doctor about the issue with her blood and to have her hematocrit levels checked. The pt also provided a result of 27 mg/dl obtained on her neighbor's meter (unk when this test was performed). At the time of troubleshooting, it was verified that this was not a new product. The condition of the test strips was good and the pt's testing technique was reviewed to be correct. The pt was unable/unwilling to answer if the issue was resolved when a retest was performed with a new vial of test strips. This complaint is being reported because the pt alleged she has had numerous hypoglycemic episodes while unable to test because of the reported issue. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the lay user/pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.